Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department with a report of touchscreen not working. There were no reports of any adverse pt events and no reported delays of critical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded when pressed; however, intermittently needed to be pressed hard to respond. A review of the device history indicated touchscreen errors. Further testing found contamination on the touchscreen. The probable cause was fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.